Event description:
It was reported that rapid battery depletion was observed. Per rep, all device outputs are normal prior to drop in battery voltage.

Event description:
New information received stated that the lead was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed after performing longevity calculations. The device was tested on the bench and our automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of the battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.